Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device such as serial number. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Event description:
On 02/15/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The event log was reviewed, and it was confirmed that an abrupt power off took place during an infusion. This is seen on line 303 as there is a log_event_on without a log_event_off before it. Refer to the event log attached for the complete event log file. Event 302: log_event_timpstamp time: 24/02/15 22:59:49 eventbytes: 02 24 02 15 22 59 49 01 event 303: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. A functionality test was then done on the pump, the pump alarmed firmware error right away during an infusion, and it was not able to run until completion. The line below shows the firmware error: event 356: log_event_alarm time: 165:15:10 alarm code: 03 sub code: 05 alarm status: log_alarm_cause_power_off_key eventbytes: 05 15 10 03 05 00 33 65. The reported issue is confirmed. The pump does not meet passing criteria.